Event description:
On (B)(6) 2012, the patient contacted animas alleging that the subject pump delivered three unprogrammed boluses. The patient reported that on (B)(6) 2012 at 3:58pm the pump delivered 20 units of novolog insulin. The patient reported that at 7pm that evening her blood glucose (bg) was down to 30 mg/dl with symptoms of feeling tired. The patient stated she drank orange juice and ate peanut butter crackers. By 8:30pm her bg was back up to 108 mg/dl and then she went to bed. The patient stated that at 9pm that same evening and at midnight the subject pump bolused twice the amount of 20 units. The patient reported waking up at 5:30am on (B)(6) 2012 with a bg of 64 mg/dl. The patient's grandmother stated that it was very difficult to awaken patient from her sleep. It is not known if the patient developed any other signs/symptoms suggestive of hypoglycemia. At 6am that morning emergency services was contacted. The patient's grandmother reported that the patient was treated with IV glucose and blood work was done while at the hospital. The patient was discharged from the hospital at 6pm that evening. At the time of troubleshooting, review of bolus history revealed a normal bolus delivered via the pump at 3:58pm and a combo bolus that evening at 9pm and later at midnight. The patient insisted that the 3 boluses were not programmed by her and she confirmed that she kept the keypad locked during basal delivery. Review of pump history also revealed that the total daily dose bolus totals were less than the actual bolus history doses. This complaint is being reported because the patient developed signs/symptoms suggestive of severe hypoglycemia after receiving 3 unprogrammed boluses with the subject pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): no defect with insulin delivery was found. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. The complaint was not able to be duplicated during the investigation process. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was programmed on a 1 unit per hour basal rate and exercised for 24 hours; no unprogrammed boluses were delivered or recorded in the pump history during this time unrelated to this complaint, the display was dim/fading/pinkish. When replaced with a test screen, the display was normal.